Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2011, the MFR was notified by the vns pt that she was hospitalized and treated for an infection following her implant on (B)(6) 2011. The infection was reportedly in the neck area, and the pt mentioned that the infection was (B)(6). The pt is reportedly improving. The device history records for the pt's newly implant vns lead and generator have been reviewed. Sterilization was confirmed prior to shipment. Attempts for add'l info have been unsuccessful to date.